Manufacturer narrative:
The lens was returned submerged in clear liquid inside a small plastic specimen jar. The lens was removed from the liquid and allowed to air dry prior to evaluation. Solution residue was observed on the lens. The left side of the optic has rows of cracked damage that travelled from the optic edge toward the optic center. These rows of damage were directly opposite each other on the anterior and posterior surfaces of the optic in the shape of an instrument used to grasp the lens. The right side of the optic has the same type of rows of cracked damage in the shape of an instrument used to grasp the lens. The right side of the optic was also split on the posterior. The optic edge on the left side was split toward the central rings. The optic was also split (cut) from the edge travelling horizontally through the central optic rings toward the optic center. At the optic center the split damage enlarged to involve cracked damage. This extreme damage travelled downward through the optic center and through the optic rings almost to the other side of the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece and viscoelastic. The root cause cannot be determined for the reported complaint. The lens was returned with extreme damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 19.0 diopter lens. This information that a multifocal 18.5 diopter lens was replaced with a monofocal 19.0 diopter lens, and the questionnaire response indicating that the patient's issues have resolved, would suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos. The iol was exchanged for another lens model following the initial implant procedure due to severity. Additional information was requested and received stating that the patient did not feel driving safe and prognosis was good.